Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the left ventricular (lv) lead. X-ray imaging was performed and dislodgement of the lv lead was observed. The physician suspected the loss of capture contributed in worsening of the existing condition of heart failure. The device was reprogrammed and changes were made to cardiovascular and non-cardiovascular medications to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.